Manufacturer narrative:
Due to lack of sufficient information - after attempting to get more information - unomedical regards this case as closed. We have no returned infusion sets, nor do we have any information on involved lot numbers. Should further relevant information become available unomedical will re-open the case and act accordingly. Unomedical does have capas dealing with detachment: #332278 on detachment tubing-to-tubing connector (close to insertion site) and #423523 on detachment tubing-to-luer connector, 6 reported claims, (at cartridge/pump side). Whether any of these capas are relevant in this particular case is uncertain not least due to the scarce information available on this patient's experiences. Unomedical clinical evaluation: not enough information is available to make an adequate clinical evaluation. No infusion set(s) returned.

Event description:
(B)(4). A (B)(6) female diabetic patient is being treated with insulin via an insulin pump and a contact detach infusion set. On (B)(6) 2015 the patient experience that infusion set tubing has broken during her sleep leading to disrupted insulin delivery. Patient reports tubing breakage having happened multiple times before, both at either the pump/cartridge end and/or at the end closest to where the set is inserted into the body. It is assumed, that disrupted insulin delivery has led to hyperglycemia. Patient reports that this resulted in alerting emergency medical services (ems) leading to an hcp providing treatment. Patient is unaware of what treatment was provided as she was unconscious during this treatment. No information on blood glucose and/or ketone levels are available. Infusion set lot number is not available. No used (or unused) sets are available for return and investigations. No information on physician(s) and/or hospital(s) are available. Patient cannot recall the number of times ems was called nor the dates. Patient claims that at one time 'she was unconscious and pronounced dead when ems arrived'. (B)(4) - the pump manufacturer and distributor of the infusion sets - has been unable to obtain any further information on this case. Unomedical clinical evaluation: not enough information is available to make an adequate clinical evaluation.